Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0881) on 27-aug-2015. The most recent information was received on 04-dec-2017 this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp/stabbing pelvic pain / severe and persistent pelvic pain"), genital haemorrhage ("bleeding after period") and autoimmune disorder ("experienced autoimmune disorder") in a (B)(6) female patient who had essure (batch no. A57114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida and parity 2 ((B)(6) 1999; (B)(6) 2000). Previously administered products included for an unreported indication: paraguard iud from 2002 to 2012. Concomitant products included furosemide (lasix) for fluid retention and swelling nos. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) with systemic lupus erythematosus, abdominal pain lower ("cramping"), hot flush ("hot flashes"), menorrhagia ("excessive bleeding during periods"), night sweats ("night sweats"), loss of libido ("loss of libido"), breast tenderness ("breast tenderness"), back pain ("back pain / pain in my back"), pain ("all over body aches"), constipation ("constipation") with abdominal distension, headache ("headaches"), paraesthesia ("tingling sensations"), feeling abnormal ("brain fog / brain fog"), pruritus ("skin itching"), peripheral swelling ("massive swelling of legs/feet / leg swelling"), alopecia ("hair loss / hair thinning/hair loss"), tooth loss ("dental issues, teeth falling out/ teeth breaking/ teeth(molars) falling out or/breaking at gum line/lost my/upper teeth and a few teeth in front "), tooth fracture ("dental issues, teeth breaking"), weight increased ("weight gain"), visual impairment ("vision problems") and hyperhidrosis ("excessive sweating"), allergy to metals, mood swings, teeth brittle, treatment noncompliance, depression, swelling face, tightness of chest, shortness of breath, edema/ edema in legs the patient was treated with surgery (hysterectomy (lavh)) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain had resolved. At the time of the report, the genital haemorrhage, autoimmune disorder, hot flush, menorrhagia, night sweats, loss of libido, breast tenderness, pain, constipation, headache, paraesthesia, pruritus, peripheral swelling, tooth loss, tooth fracture, weight increased, visual impairment, allergy to metals, treatment noncompliance, depression, swelling face, tightness of chest, shortness of breath, edema/ edema in legs and hyperhidrosis outcome was unknown and the abdominal pain lower, back pain, feeling abnormal and alopecia & mood swings was resolving & teeth brittle was nor resolved. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, back pain, breast tenderness, constipation, feeling abnormal, genital haemorrhage, headache, hot flush, hyperhidrosis, loss of libido, menorrhagia, night sweats, pain, paraesthesia, pelvic pain, peripheral swelling, pruritus, tooth fracture, tooth loss, visual impairment and weight increased to be related to essure. The reporter commented: she did not sought medical treatment, she have not sought medical treatment for her teeth(molars) falling out or breaking at gum line, her hair thinning, depression, breast tenderness, loss of libido, weight gain, or vision problems.she was not sexually active until after the confirmation she was not sexually active until after the confirmation test. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-dec-2017: plaintiff fact sheet received. Events ¿ edema/ edema in legs, shortness of breath, facial swelling, tightness of chest, bleeding after period, depression, experienced autoimmune disorder , allergic to nickel, fewer mood swings, brittle teeth are added. Lot number added. Lab data updated. Concomitant condition & drug added. Historical drug & condition added. Patient, reporter & product information updated. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0881) on 27-aug-2015. The most recent information was received on 28-jun-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp/stabbing pelvic pain / severe and persistent pelvic pain'), genital haemorrhage ('bleeding after period / spent numerous days at hospital getting blood work done') and autoimmune disorder ('experienced autoimmune disorder') in an adult female patient who had essure (batch no. A57114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included psychological disorder nos, multigravida and parity 2 (B)(6) 1999; (B)(6) 2000. (B)(6) 2013: hysterosalpingogram: essure confirmation test. Previously administered products included for an unreported indication: paraguard iud from 2002 to 2012. Concurrent conditions included uterine prolapse and endometriosis externa. Concomitant products included furosemide (lasix) for fluid retention and swelling nos. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) with systemic lupus erythematosus, abdominal pain lower ("cramping"), hot flush ("hot flashes"), menorrhagia ("excessive bleeding during periods"), night sweats ("night sweats"), loss of libido ("loss of libido"), breast tenderness ("breast tenderness"), back pain ("back pain / pain in my back"), pain ("all over body aches"), constipation ("constipation") with abdominal distension, headache ("headaches"), paraesthesia ("tingling sensations"), feeling abnormal ("brain fog / brain fog"), pruritus ("skin itching"), peripheral swelling ("massive swelling of legs/feet / leg swelling"), alopecia ("hair loss / hair thinning/hair loss"), tooth loss ("dental issues, teeth falling out/ teeth breaking/ teeth(molars) falling out or/breaking at gum line/lost my/upper teeth and a few teeth in front"), tooth fracture ("dental issues, teeth breaking"), visual impairment ("vision problems"), hyperhidrosis ("excessive sweating"), allergy to metals ("allergy to metals"), mood swings ("mood swings"), teeth brittle ("teeth brittle"), depression ("depression"), swelling face ("swelling face / facial swelling"), chest discomfort ("tightness of chest"), dyspnoea ("shortness of breath") and oedema peripheral ("edema/ edema in legs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (lavh)) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain had resolved. At the time of the report, the genital haemorrhage, autoimmune disorder, hot flush, menorrhagia, night sweats, loss of libido, breast tenderness, pain, constipation, headache, paraesthesia, pruritus, peripheral swelling, tooth loss, tooth fracture, weight increased, visual impairment, hyperhidrosis, allergy to metals, depression, swelling face, chest discomfort and dyspnoea outcome was unknown, the abdominal pain lower, back pain, feeling abnormal, alopecia and mood swings was resolving and the teeth brittle and oedema peripheral had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, breast tenderness, chest discomfort, constipation, depression, dyspnoea, feeling abnormal, genital haemorrhage, headache, hot flush, hyperhidrosis, loss of libido, menorrhagia, mood swings, night sweats, oedema peripheral, pain, paraesthesia, pelvic pain, peripheral swelling, pruritus, swelling face, teeth brittle, tooth fracture, tooth loss, visual impairment and weight increased to be related to essure. The reporter commented: she did not sought medical treatment, she have not sought medical treatment for her teeth(molars) falling out or breaking at gum line, her hair thinning, depression, breast tenderness, loss of libido, weight gain, or vision problems.she was not sexually active until after the confirmation tesshe was not sexually active until after the confirmation test. Patient had spent numerous days at hospital getting blood work done- 2014. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Amendment: the report was amended for the following reason: the case 2019-200146 was identified as duplicate of this present case and was deleted from bayer pv database. All of its information has been transferred to this case, including the legacy device report number 2951250-2019-11211. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0881) on 27-aug-2015. The most recent information was received on 28-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp/stabbing pelvic pain / severe and persistent pelvic pain"), genital haemorrhage ("bleeding after period") and autoimmune disorder ("experienced autoimmune disorder") in an adult female patient who had essure (batch no. A57114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida and parity 2 ((B)(6) 1999; (B)(6) 2000). Previously administered products included for an unreported indication: paraguard iud from 2002 to 2012. Concomitant products included furosemide (lasix) for fluid retention and swelling nos. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) with systemic lupus erythematosus, abdominal pain lower ("cramping"), hot flush ("hot flashes"), menorrhagia ("excessive bleeding during periods"), night sweats ("night sweats"), loss of libido ("loss of libido"), breast tenderness ("breast tenderness"), back pain ("back pain / pain in my back"), pain ("all over body aches"), constipation ("constipation") with abdominal distension, headache ("headaches"), paraesthesia ("tingling sensations"), feeling abnormal ("brain fog / brain fog"), pruritus ("skin itching"), peripheral swelling ("massive swelling of legs/feet / leg swelling"), alopecia ("hair loss / hair thinning/hair loss"), tooth loss ("dental issues, teeth falling out/ teeth breaking/ teeth(molars) falling out or/breaking at gum line/lost my/upper teeth and a few teeth in front"), tooth fracture ("dental issues, teeth breaking"), weight increased ("weight gain"), visual impairment ("vision problems"), hyperhidrosis ("excessive sweating"), allergy to metals ("allergy to metals"), mood swings ("mood swings"), teeth brittle ("teeth brittle"), treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure"), depression ("depression"), swelling face ("swelling face"), chest discomfort ("tightness of chest"), dyspnoea ("shortness of breath") and oedema peripheral ("edema/ edema in legs"). The patient was treated with surgery (hysterectomy (lavh)) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain had resolved. At the time of the report, the genital haemorrhage, autoimmune disorder, hot flush, menorrhagia, night sweats, loss of libido, breast tenderness, pain, constipation, headache, paraesthesia, pruritus, peripheral swelling, tooth loss, tooth fracture, weight increased, visual impairment, hyperhidrosis, allergy to metals, treatment noncompliance, depression, swelling face, chest discomfort and dyspnoea outcome was unknown, the abdominal pain lower, back pain, feeling abnormal, alopecia and mood swings was resolving and the teeth brittle and oedema peripheral had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, breast tenderness, chest discomfort, constipation, depression, dyspnoea, feeling abnormal, genital haemorrhage, headache, hot flush, hyperhidrosis, loss of libido, menorrhagia, mood swings, night sweats, oedema peripheral, pain, paraesthesia, pelvic pain, peripheral swelling, pruritus, swelling face, teeth brittle, tooth fracture, tooth loss, treatment noncompliance, visual impairment and weight increased to be related to essure. The reporter commented: she did not sought medical treatment, she have not sought medical treatment for her teeth(molars) falling out or breaking at gum line, her hair thinning, depression, breast tenderness, loss of libido, weight gain, or vision problems.she was not sexually active until after the confirmation tesshe was not sexually active until after the confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jun-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.